Manufacturer narrative:
According to the product's instructions for use, a zimmer skin graft mesher, product number: (B)(4) requires a zimmer skin graft mesher carrier(s), product number (B)(4) (8" length) or (B)(4) (16" length). A zimmer ii dermacarriers, product numbers (B)(4). The 2 types of carriers are not inter-changeable between device models.

Event description:
It was reported that the account used a (B)(4) zimmer meshgraft ii dermacarrier on a (B)(4) zimmer skin graft mesher and damaged graft. Additional clinical follow up with the hospital indicated that there were no reported complications or additional general anesthesia, as well as no increase surgical time.